Event description:
In late 2008, a customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) unit during dwell 3 of 4. The technical service representative (tsr) explained the alarm. The care giver (cg) stated that the home patient (hp) did not disconnect and had clamps closed on unused lines and there were no leaks. The tsr assisted to end therapy and retrieve the cassette. The tsr advised the nurse about the alarm. There was no patient injury or medical intervention indicated at the time of this report. On eleven days later, the nurse was contacted and stated that the patient developed peritonitis on two days after the original date, and was in the hospital. The patient had a cloudy effluent bag as well as diarrhea. The nurse stated that the caregiver reported that therapies were going well. The nurse had no other input to the cause of the peritonitis. A cell count was not performed, and a culture performed on the same day, yielded gram positive cocci. The nurse did not know what antibiotic treatments were given to the patient. The hp was switched to hemodialysis and would be going to a nursing home upon being discharged from the hospital (as of twelve days later, the hp was still in the hospital). The hp's family switched the hp to hemodialysis because the nursing home cannot accommodate peritoneal dialysis. Information regarding whether or not the patient recovered from the peritonitis was not provided.

Manufacturer narrative:
The cassette was discarded.